Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the "battery has started to melt and has burning smell" caused by fluid intrusion/corrosion. The wireless battery was scrapped.

Event description:
It was reported that a battery has started to melt and has a burning smell. It was also reported that there was no pt injury.